Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿ IV tubing broke while connected and infusing to the patient's central line. The tubing snapped in half when the alaris channel was opened to remove air from the line." There is no report of patient harm.

Manufacturer narrative:
Gtin/UDI number for item 2420-0500, lot 17025772 is (B)(4). The customer¿s report of the tubing ¿snapping in half¿ was confirmed. Visual examination observed that the silicone pump segment had become completely separated from the lower fitment. Functional testing was not performed, as the lower retainer ring from the pump segment was not received. Microscopic examination indicated that a lower retainer ring had been in place at one time. The root cause for the separation was not identified.